Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.the device was returned and the follow up report will be submitted within 30 days upon completion of the engineering report. The return date was also updated.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty procedure (pta) a saber balloon became twisted during the second inflation and would not inflate and furthermore took a long time to deflate. The balloon was exchanged for a 5mmx10cm saber x and the procedure was successfully completed. There was no reported patient injury. The product will be returned for analysis. The target lesion was the left superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 95%. A contralateral approach was made to the femoral artery. After a guidewire was crossed the lesion, a saber pta was delivered and inflated. The balloon was inflated without any issue during its initial-dilation. After that, the location was changed and inflated again. However the balloon was twisted and could not be inflated during its 2nd-dilation. Furthermore it took long time with deflation. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. The brand and type of inflation device used was unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend. There is no information on if the balloon was removed from the patient, re-inserted in a different location and inflated. It is unknown if the balloon rewrapped completely if it was removed. Details of deflation, how long it took to deflate and how it was eventually deflated are unknown. It is also unknown how the balloon actually deflated.

Manufacturer narrative:
During a percutaneous transluminal angioplasty procedure (pta) a saber balloon catheter (bc) became twisted during the second inflation and would not inflate and furthermore took a long time to deflate. The balloon was exchanged for a 5mmx10cm saber x and the procedure was successfully completed. There was no reported patient injury. The target lesion was the left superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 95%. A contralateral approach was made to the femoral artery. After a guidewire was crossed the lesion, a saber pta was delivered and inflated. The balloon was inflated without any issue during its initial-dilation. After that, the location was changed and inflated again. However the balloon was twisted and could not be inflated during its 2nd-dilation. Furthermore it took long time with deflation. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. The brand and type of inflation device used was unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend. There is no information on if the balloon was removed from the patient, re-inserted in a different location and inflated. It is unknown if the balloon rewrapped completely if it was removed. Details of deflation, how long it took to deflate and how it was eventually deflated are unknown. It is also unknown how the balloon actually deflated. The product was returned for analysis. A non-sterile unit of a saber 5mm x 15cm 155cm bc was returned. Per visual analysis the balloon had been inflated and deflated. Several damages (kinks, bends and elongations) were noted on the inner body at the distal tip section. Per functional analysis balloon inflation and deflation could not be performed due to the kinked, bent and elongations on the catheter body. A device history record (DHR) review of lot 17315417 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty-partial or slow¿ and balloon deflation difficulty-partial or slow¿ was confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 95%) may have contributed to the event as the kinks, bends and elongations noted on the catheter during analysis are indicative of excessive force being applied to the catheter. This would result in procedural and handling factors contributing to the balloon inflation and deflation difficulty due to the force applied. According to the instructions for use ¿carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.